Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/27/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed relevant data was overwritten due to continued pump use; no evidence of a battery life issue was observed. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were within specification. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, two battery compartment cracks were discovered. The battery cap was unable to secure properly to the pump, however a power issue was not experienced. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the ok and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.